Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the manufacturer representative met with the patient on (B)(6) 2016 and there were not able to get good coupling. The patient had stopped feeling stimulation on (B)(6) 2016. The manufacturer representative attempted to use another implantable neurostimulator recharger (insr) and they were able to get 2 bars once at a 45 degree oblique placement but other than that they only got 0 coupling bars with the second insr. The clinician programmer was able to connect and displayed the discharge message. It was reported that the implantable neurostimulator (ins) was tilted. The ins felt like it was leaning on 1 side. The patient rolled over while in bed last week and after that had noticed that the ins seemed to be in an odd orientation. Before this the patient had been getting all 8 coupling bars. After that time the patient had been having a difficult time charging. The patient reported that when they rolled over they felt a very strong pain and the sensation that their ins was moving inside the pocket. The pain and sensation resolved after a few minutes. There was a possible flip and an x-ray was recommended. An x-ray was performed and the manufacturer representative called back. It was reported that the images were suboptimal most likely secondary to the patient¿s body habitus/adiposity. The manufacturer representative and health care professional (hcp) agreed that the ins was not flipped when looking at the ¿true anterior-posterior (ap) view.¿ it was confirmed that the ins was in a lateral position rather than flipped. The hcp had tried replicate the motion that the patient had done on the bed that had moved the ins, but was unable to move the ins as the attempts were aborted due to tenderness at the ins site. The manufacturer representative reported that the leads were coming off the left. The hcp also stated that the wires did not appear to be in front of the ins. Since the ins was discharged, impedances could not be tested that day. Adding more pressure and turning the dial did nothing to change the coupling bar issue. It was reported that issues were not resolved at the time of the report but the patient was scheduled for a pocket revision next week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.